Event description:
It was reported that an ilet displayed a restart alarm and, after a guided restart, presented alerts indicating a bluetooth communications error and a bow power issue, consistent with a failure to read an input signal related to a circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a communications failure and a component-level issue involving the circuit board leading to failure to read input. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.